Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead had a thrombus adhered appeared 6 months ago and was difficult to remove using anticoagulant medication. The physician stated that the cause is unknown but requested that the lead be investigated. After removal, the thrombus adhesion site was examined and appeared more like fat or cardiac tissue than a thrombus. This rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a thrombus adhered appeared 6 months ago and was difficult to remove using anticoagulant medication. The physician stated that the cause is unknown but requested that the lead be investigated. After removal, the thrombus adhesion site was examined and appeared more like fat or cardiac tissue than a thrombus. This rv lead was explanted. No additional adverse patient effects were reported.